Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. Fse replaced the buffer valves to resolve the issue. The beckman coulter internal identifier for this report is (B)(4).

Event description:
A customer in (B)(6) reported their au680 clinical chemistry analyzer generated false high patient results for sodium (na), potassium (k), and chloride (cl). The false high results were not reported out of the laboratory; thus, there was no change to patient treatment reported in association with this event. Quality control (qc) results before and after the event were within the laboratory's established ranges.